Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the device tissue pad detached. No piece fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the patient.